Event description:
Affiliate reported that there was a breakage of the siphon guard connector. It was implanted in 2006 and replaced in 2008.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.